Event description:
It was reported that the sheathed insertion occurred in the right femoral artery. When physician was inserting the end of the balloon, it would not pass through the 9fr arterial sheath. The iab was exchanged. There were no patient complications.

Event description:
The sheathed insertion occurred in the right femoral artery. When physician was inserting the end of the balloon, it would not pass through the 9 fr arterial sheath. The iab was exchanged. There were no patient complications.